Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Lot #: 7732384. A review of the DHR indicates the manufacturing documents were reviewed and no complaint related issues were found. The device was not received for further investigation. The device was used for treatment, not diagnosis. Placeholder.

Event description:
During a c5-7 anterior cervical discectomy and fusion (acdf) surgery on (B)(6) 2013, the surgeon was unable to get the acf trial spacer handle to release the trial. He made a second attempt with a different trial spacer handle and the opposite thing happened and instrument would not load the trial. Therefore, the surgeon went ahead and put in the implant by using a bone spacer. The surgery was prolonged for approximately 15 to 20 minutes. No adverse effect to the patient was noted and the surgeon was happy with the results. This is 2 of 3 reports for the same event, (B)(4).